Manufacturer narrative:
The reported events of high lead impedance and inadequate capture threshold were not confirmed but helix would not extend was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts, however, visual inspection found the helix retracted and clogged with blood. X-ray examination found an over-torque of the inner coil consistent with procedural damage. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix could be extended and retracted normally. The cause of helix would not extend was isolated to the helix being clogged with blood and over-torque of the inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, it was observed that the right ventricular (rv) lead helix was difficult to extend. After the rv lead was placed in the body, a high capture threshold and high impedance values were also noted. The physician elected to implant a new lead to resolve the event. The patient was stable with no adverse consequences.